Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that during a routine device interrogation it was noted the implantable cardioverter defibrillator (ICD) and right ventricular (rv) lead exhibited high out of range shock impedance measurements. A commanded shock was given and produced a code which indicated there was high shock impedance measurements during the delivered shock. Boston scientific technical services (ts) was consulted and recommended replacement of the device and lead. A revision procedure was performed where the ICD was explanted and rv lead was surgically abandoned. A new ICD and rv lead were successfully implanted. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory the lead was returned severed 115 mm from the terminal pin, only the proximal segment was returned. The returned portion of the lead was subject to direct current resistance testing and passed on all paths, verifying this portion of the lead's electrical performance was intact. Analysis was unable to confirm the field allegation with the returned portion of the lead.

Event description:
A portion of the lead was returned for analysis.